Event description:
A tortuous and calcified target lesion site located in the pt's right coronary artery was pre-dilated and another MFR's stent was successfully placed proximal to the target lesion. The physician elected to advance a coronary stent with delivery system distal to the previously placed stent. The sds was successfully advanced through the first stent, however during the initial inflation attempt, the balloon burst. Upon retraction of the sds through the deployed first stent, on the stent became entangled to the first stent. Pt was subsequently sent for coronary revasculariztion surgery. Surgery was successful and there were no clinical sequelae reported relative to this event.